Event description:
During surgery on 8/8/96, the physician attempted to introduce the device "j-wire" into the device introducer needle; however, it "crimped" and he was unable to advance or remove it. As a result, the "spinal" device needle and j-wire were removed and the device was implanted using a different introducer.